Manufacturer narrative:
The reported complaint of the thermogard xp ivtm system (B)(4) displayed a tcmid:06 (ce post failure) error message during power-on-self-test was confirmed during event log review and during functional testing. The root cause tcmid:06 error was due to a defective cooling engine (ce), as a result of normal wear and tear. The thermogard console was manufactured in march 2011 and is more than 10 years old, well past its expected serviceable life of 5 years. During visual inspection of the thermogard console and unrelated to the reproted complaint, it was noted that a cracked pump lid, degraded cold well gaskets, rear housing gasket and lid bumpers, loose module power input, missing cold well cap, seal of prime switch, white roller and pan drip and ce refrigerant was floating on cold well liquid were observed. These types of physical damages/loose/degraded/missing parts could be attributed to user mishandling and/or normal wear and tear. All observed damages and faulty parts needs to be replaced to address these issues. The event logs were reviewed and showed the occurrence of multiple tcmid:06 error messages, thus confirming the reported complaint. The console failed the functional test due to tcmid:06 error message displayed upon power-on-self-test (post). No problem with power issue. The root cause was due to a defective cooling engine (ce). To remedy the error message, the cooling engine needs to be replaced. Waiting on customer's approval for service repairs. Historical complaints were reviewed for service information and there was no similar issue reported for the thermogard console with serial number (B)(4).

Event description:
The customer reported that the thermogard ivtm system (B)(4) doesn't power on. Another thermogard console was used to treat the patient. The hospital biomed tested the thermogard ivtm system, and it displayed " tcmid:06 (ce post failure) upon power up. Patient's status information was requested but the customer did not provide a response.